Event description:
A confirmed catheter event was reported, the catheter was being replaced on the day of the report. It was noted that the catheter was disconnected, but the location of the catheter disconnect was unknown. It was later reported that the patient had increased spasms as a result of the catheter issue and the issue had resolved. The pump was used to deliver compound baclofen at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l71600, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: catheter. (B)(4).